Manufacturer narrative:
(B)(4). The instrument evaluation is on-going. A follow-up report will be submitted when the instrument evaluation is complete. The reagent evaluation is below: to address the complaint, a review of recent manufacturing and testing data for the affected lots were performed. This review indicated that the reagent was released within specification and that no issues were identified internally that could affect the performance of the reagents. A review of the recent complaint history for the architect total (B)(6) assay and in particular reagent lot 96932jn00 did not reveal any adverse trends for performance-related issues. In conclusion, from the investigation performed it can be concluded that no product deficiency has been identified for the archtiect total (B)(6) assay. An investigation is in process.

Manufacturer narrative:
False positive result ; (B)(4) no consequences or impact to patient. The evaluation consisted of a search of similar complaints for false positive bhcg results on the architect i2000, and i2000sr instruments and a review of the total bhcg package insert. Based upon the data available, and the results of this evaluation of the architect i2000sr system and the bhcg reagent, a single definitive cause for the customer's issue could not be determined. No product deficiency of the architect i2000sr instrument or bhcg reagent was found.

Event description:
The account generated (B)(6) architect (B)(6) results on two patient specimens. On (B)(6) 2011, a second patient (female), (B)(6), generated an architect (B)(6) 85.61 miu/ml (B)(6) that did not correlate with the patient's history. The specimen repeated architect (B)(6) <1.2 miu/ml (negative) and vidas <2.0 miu/ml. No impact to patient management was reported.